Event description:
It was reported that pump experienced malfunction with displayed code and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.